Event description:
It was reported by the user facility that the cast cutter was running without user activation. Upon follow up, the user facility was not able to provide any further information regarding the reported event.

Event description:
It was reported by the user facility that the cast cutter was running without user activation. Upon follow up, the user facility was not able to provide any further information regarding the reported event.

Manufacturer narrative:
The reported event was not duplicated during the device evaluation; however, a power switch failure was identified, which is the probable cause of the reported event. The device was repaired and returned to the user facility.

Manufacturer narrative:
A follow up report will be filed after the quality investigation has been completed.